Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed open wound under the lifevest equipment. Patient described the area as multiple severe open and infected wounds appearing similar to severe burns under the breast area. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed nystatin powder and steroids as well as ending use of the device. Outcome of the irritation is unknown.